Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that she had developed an irritation. The patient reported that his skin is rubbed off under the electrodes and was oozing slightly. Follow-up indicated that the irritation was the same.